Manufacturer narrative:
(B)(4). The analysis results found that the devices (a, b and c) were received in good visual conditions. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. Each batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked soon. The abdominal pressure was 8mmhg and the flow rate was 8mmhg. The reported devices were used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Please describe the noise. No information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. Were you able to identify where the leak was coming from? Valve was a device inserted in the trocar during the leaking? If so, what device? No, while no instrument was being inserted, air leaked. Was any torque being applied to the trocar or device? No.